Event description:
Pump reported a cartridge change error. Customer's blood glucose level did not exceed 500 mg/dl. Technical support assisted customer with various troubleshooting steps, including inspecting and cleaning the pump and attempting to load a new cartridge, but the issue persisted. Customer was referred to escalated support, who confirmed correct usage of insulin and other filling steps. Ultimately, customer was sent a replacement pump due to inability to resolve the problem, and will use multiple daily injections as a backup therapy. Customer was informed about replacement procedures and storage mode, and acknowledged the instructions provided.